Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: two patients reported that their pump completed the infusion about 12 hours sooner than expected. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for evaluation. As received condition, the clamp clips of both samples were clamped, and no wing caps were connected to the patient connectors. The outer shells were also folded on both samples and white crystallize was observed. Upon releasing the clamp clips, sample 1 was blocked, and sample 2 was flowing. Since sample 1 is blocked, further investigation for flow rate was not possible. White crystallize was observed at the flow restrictor of sample 1. The blockage of sample 1 was potentially due to white crystallize observed at the flow restrictor. Sample 2 was decontaminated, unfolded, and flow rate tested. Based on the evaluation results, the flow rate of sample 2 was within specification. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.